Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll because a nurse reported that the patient developed bruises from the lifevest. Additionally, it was reported that the lifevest caused the patient's back to get thrown out. The patient has a history of chronic back pain and reported that the lifevest is too heavy. There was no alleged device malfunction contributing to the irritation. The patient and nurse concluded that the patient was going to return the equipment. Follow up indicated that the bruising improved since the patient returned the lifevest.